Event description:
It was reported that the atrial lead exhibited noise. The noise could be reproduced with isometrics. The atrial sensitivity was decreased. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.